Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the facility has alleged the catheter has holes in the tubing, small splits in the tubing and/or separation at the repair kit. Device was removed. There was no patient injury.

Event description:
It was reported that the catheter allegedly had holes in the tubing, small splits in the tubing, and/or separation in the repair kit. It was further reported that the device was removed. There was no patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one white hub hickman extension leg was returned for evaluation. A c-shaped split was noted just distal to the protective clamp sleeve. The split was mostly circumferentially-aligned. It was noted that the text on the clamp sleeve was worn. The break surface was noted to have a granular texture when viewed under magnification. The sample was parent to infusion with leaking noted at the site of the split. Based on the findings, the investigation is confirmed for the reported leak. Per the evaluation results, the identified split was primarily circumferentially-aligned and located immediately distal to the clamp sleeve. Additionally, wear was noted to the markings on the clamp sleeve. Based on this, it is possible that clamping outside of the clamp sleeve contributed to the identified catheter damage. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.